Event description:
It was reported that the customer is receiving a lost sensor alert even though she started a new sensor. Customer has reconnected 3 times. Customer's blood glucose level was 248 mg/dl. Customer stated that she does not enter the carbs into her system when she is about 80 mg/dl. Customer stated that the pump will tell her that she is high at night and when she is low. Customer had wide differences between sensor glucose readings and blood glucose readings. Customer's sensor glucose reading was 137 mg/dl but her blood glucose level was 79 mg/dl. Customer was advised to change the sensor. Customer mentioned that she was hospitalized for diabetic ketoacidosis due to a bent infusion set cannula. Customer was also throwing up blood. Customer's blood glucose level was 1200 mg/dl. Customer did not know she was supposed to calibrate 3-4 times a day. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.